Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report submitted with an incorrect date. This follow-up report is to note that it should have reflected a date of (05-apr-2019).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.